Event description:
It was reported that the patient had a pocket revision and a partial lead failure in (B)(6) 2012. The patient was looking for a healthcare provider (hcp) to ¿replace or repair the unit.¿ the reporter did not know the exact date of the pocket revision but stated that ¿all she had was that the last time anything was done was on (B)(6) 2012.¿ the reporter mentioned a specific person ¿that must have done something because it stated he initiated programming sessions and did some work on the patient¿s leads. The battery life was indicated to be ok; however the patient had the battery since 2005 so it was something to keep an eye on.¿ the patient told the reporter that ¿three of her leads were bad and that she needed to go back to the hcp but he refused to see her because he did not handle these devices anymore.¿ additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 3487a-33, lot# j0511569v, implanted: (B)(6) 2005, product type lead; product ID 748910, serial# (B)(4), implanted: (B)(6) 2005, product type extension; product ID 3487a-33, lot# j0511569v, implanted: (B)(6) 2005, product type lead; product ID 748925, serial# (B)(4), implanted: (B)(6) 2005, product type extension. (B)(4).